Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification, however, unit received with corroded battery tube. No failed battery test or battery out limit alarms noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forces sensor resistor. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a battery out limit alarm and a failed battery test alarm. Customer reported that battery was out of insulin pump for greater than duration allowed by insulin pump. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, insulin pump received a failed battery test alarm. Customer was advised that insulin pump would need to be replaced.